Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the button "1" is not responding to presses. Customer stated that they have back up lantis and humalog for insulin therapy. There was no impact to customer's blood glucose level.